Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-dec-2022. H6: investigation summary: a complaint of a maxzero leaking and being filmsy was received from the customer. A sample was returned for investigation. Through visual inspection, no defects or damages were observed on the set. The set was primed with no leakage observed. The defect could not be replicated. A device history record review for model mz5304 lot number 22099370 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined as the defect could not be replicated.

Event description:
It was reported while using bd maxzero¿ extension set, removable maxzero¿ needle-free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: maxzero is leaking.

Event description:
It was reported while using bd maxzero¿ extension set, removable maxzero¿ needle-free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: maxzero is leaking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.